Manufacturer narrative:
Results: the returned indigo system catrx aspiration catheter (catrx) was kinked at approximately 32.0 cm and 33.0 cm from the hub. Conclusions: evaluation of the returned catrx confirmed kinks. If the device is forcefully advanced against resistance, it may become kinked. The complaint indicated that the guide catheter was damaged during the procedure; this damage may contribute to resistance experienced while advancing the catrx through the guide catheter which then caused the catrx to become kinked. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system cat rx kit. During the procedure, while advancing an indigo system catrx aspiration catheter (catrx) through a non-penumbra 8f guide catheter, the guide catheter became ¿crushed¿ and subsequently, the catrx would not advance and kinked mid shaft; therefore the guide catheter and catrx were removed. The procedure was completed using a coronary balloon and a stent. There was no report of an adverse effect to the patient.